Manufacturer narrative:
Conclusion: damage to the active electrode under silicone overmold likely caused by minute device mobility was determined to have led to device failure over time. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
The patient's speech performance with the device degraded and remapping did not result in any improvement. There is no known incident of accident or trauma. The patient was re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that in situ measurements showed several electrode channels with status hi. An accident or trauma is not known.

Manufacturer narrative:
Additional information: according to the currently available information, it appears there is a problem with the active electrode, most likely due to excessive mechanical stress to it. To determine an exact root cause a device investigation of the explanted device is necessary.

Event description:
It was reported that in-situ measurements showed several electrode channels with status hi. An accident or trauma is not known.